Manufacturer narrative:
The service rep fixed the flash nodes and reloaded software. System cine operations are now fully operational.

Event description:
The customer reported the system will not function properly during cine mode. Also, reported a system lock-up during a case. The system worked after reboot.